Event description:
It was reported that during reprocessing, the image on the bronchovideoscope was found to be flickering. There was no patient involvement.

Manufacturer narrative:
The reported issue of flickering image was not confirmed. Based on the results of the investigation, and since the subject device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.